Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised because the patient could not achieve full extension and was loose in flexion. Additional distal femur was removed to gain extension and tighten flexion space. Update rec¿d 07/15/2014-patient's medical records were received. The records indicate the patient was also revised to address pain. The patient's insert and cement are being reported at this time. The complaint was updated on: 08/14/2014.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays received. Review of the supplied investigational inputs confirmed limited range of motion of the knee. With the information provided, it appears the patient¿s complaint was not implant related, but due to excessive scar tissue and possible insufficient amount of distal femoral bone resection during the primary operation. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.